Event description:
Customer called on (B)(6) 2011 reporting that the fitting at no foam container where clear line connects was leaking no foam on unicel dxc 800 synchron system. Customer technical support (cts) recommended the use of proper personal protective equipment before troubleshooting and advised customer to shutdown the hydropneumatics system and check the fitting for cracks or loose fittings but none were found. Customer also mentioned that the cap of the no foam container was fine. Customer noted that no exposure or injury was reported as a result of the leak and patient results were also not affected. Field service engineer (fse) removed and replaced the leaking no foam bottle assembly. Repair was verified per established procedures and results meet published performance specifications.

Manufacturer narrative:
Evaluation - results: fse removed and replaced the leaking no foam bottle assembly. (B)(4).